Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k013227.

Event description:
It was reported that the implant was missing from the packaging.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) system was returned for investigation with the outer box and outer and inner vials. Visual inspection of the returned product system identified the seal broken on the outer vial, the implant missing from the packaging, the mount, screw and cover screw included with no signs of use. There were no signs of use or apparent device malfunction on any of the returned components. The customer did not provide any pictures or evidence. The received condition of the product is unknown and the complaint cannot be verified. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that when the implant came out of its sterile packaging, the assistant felt nothing abnormal when unscrewing the cap on the cylindrical package. The cap has cracked during unscrewing. She slid the last triangular packaging onto the operative field and it was by opening the inner vial cap when doctor noticed that the implant was missing. The reported device system was returned and the reported complaint could not be verified as the received condition of the product is unknown. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.